Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, and that an occlusion alarm occurred. Additionally, it was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose level was 118 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.